Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 50 mg/dl and 56 mg/dl which was treated by carbohydrate. It was unknown if insulin pump was on auto mode. Customer reported insulin delivery suspended due to sensor glucose level and blood glucose level. Sensor glucose level triggered the suspend on low before low event: 50 mg/dl and low limit in the sensor settings was 65 mg/dl. Blood glucose value associated with the triggered suspend event 56 mg/dl. Sensor received change sensor alert and calibration not accepted alert. Insulin pump will not be returned for analysis.